Event description:
During an in-clinic follow-up, the longevity of the device was shorter than anticipated. Premature battery depletion is suspected. No intervention was performed. The patient is stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received at end-of-service level of operation. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating no sign of hermeticity breach. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain. Extended additional hybrid circuitry testing performed was consistent with hybrid failure. Additional investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.